Event description:
A baxter sales representative (bsr) reported to baxter corporate product surveillance of a clearlink continu-flo solution set in which a nurse stated that she experienced an increased amount of air in the line even after the set had been primed. The bsr indicated that the facility recently converted to baxter products from (B)(4). The nurse primed the set and inverted and tapped the check valve per label copy. The bsr performed an additional in-servicing and directed the staff to invert and tap the y-sites. The facility was also directed to invert and tap the check valve at the end of priming. Since the in-service, the facility has not observed any air in line issues. There were no reports of patient involvement, injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the reported condition cannot be confirmed nor duplicated and an assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.